Event description:
It was reported that the balloon was ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at about 6 atm when inflated for a few seconds upon first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).